Event description:
Maude event report form, (B)(4), advised that "during a laparoscopic total hysterectomy, bilateral salpingo oophorectomy, cystoscopy procedure; the shears hand piece would not let surgical team test the device as they pushed the button. Then following the attempt to test the device, it started testing by itself. A not reading correctly type of message had also been displayed. A subsequent "like" device was utilized without incident. There were no patient consequences reported. Device is available for return."

Manufacturer narrative:
(B)(4). Additional device info: information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the hand activations contacts bent. The device was connected to a test handpiece with difficulty. During mechanical testing, the rotation knob not rotate freely. The device was tested with a gen11 and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing. No yellow alert screens were displayed. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display instrument errors or activation issues. Hand switch contacts damaged due to tilted handpiece hitting contact top surface during assembly.